Event description:
The customer reported 2-3 mls of fluid leaked from the blood sampling valve (bsv) in the coulter lh 500 hematology analyzer. The leak was not contained. The customer also reported rbc voteouts. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from tubing that was split at pv 10 on the bsv module. The fse replaced the tubing, and cleaned the dried salts resolving the leak and rbc voteouts. (B)(4).